Manufacturer narrative:
The patient's age was noted to be (B)(6), but the unit for the age is unknown. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the universa soft ureteral stent broke in half upon an attempt to elongate the device and cut the threads off. This product problem occurred prior to patient contact and there was no reported impact to the patient.